Manufacturer narrative:
Insulin pump was accidentally cut open before testing could be completed on the device. Unable to test for the excessive no delivery alarm complaint. Insulin pump had a cracked reservoir tube lip, scratched display window and cracked battery tube threads noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery and motor error. Customer's blood glucose was 130 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.